Event description:
It was reported that the patient underwent a catheter revision. The existing catheter was "in multiple knots". The catheter was replaced with a new one. Per the reporter: "she is doing well again".

Manufacturer narrative:
(B)(4)